Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump clock was 5 min more than customer¿s clock. Customer¿s blood glucose level was unknown at the time of the incident. Customer was assisted with self test and hardware low level failure alarm occurred twice. The insulin pump will be returned for analysis.

Manufacturer narrative:
Insulin pump passed displacement test and self test. No unexpected hardware low level failures alarm noted during testing. However, hardware low level failures confirmed in the pump history due to broken trace on u1 keypad assembly. Device was reset with correct time or date and monitored for 6 days. No unexpected time or clock anomaly was noted during testing.